Event description:
A patient of unknown age and sex was treated with balloon kyphoplasty in 2005. During the procedure it was reported that bone cement extravasated into the spinal canal. Subsequently the neurosurgeon removed the cement, however, the patient suffered a neurological injury and is paraplegic.